Event description:
It was reported that the keypad on the customer's insulin pump had buttons that were unresponsive after the pump was stored in a cooler. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 142 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.